Manufacturer narrative:
Section h6 coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The recharger with model number 37761 and serial number (B)(6) was received for product analysis. Analysis found the frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The patient had a damaged desktop charger cord. Patient stated that the last time they charged their implant was in november and then in december when they went to charge the implant again, the recharger wouldn't work. Patient mentioned that they used to charge on the 1st or 2nd of the month, but then the holidays came and they didn't pursue anything. When asked for event date, patient mentioned the issue first started and patient stated that it was way back when it was brand new because it took them so long to charge up. Patient also mentioned that up until 3 years ago, they were living outside of the united states and they would come to the states like once a year to meet with their pain management doctor to have their system checked. Patient reported that it takes them4 hours to charge their implant. Patient noted that it just took too long to recharge the implant, but they just made it work and sat there for 4 hours or 2 hours at two different nights. Patient then stated that at the end of last year, it just wouldn't charge up and now it wouldn't do it. Agent instructed patient to check for visible damage; patient mentioned there was a little filament on the black cord that had come apart and they couldn't get it to work. Patient unplugged the recharger from the dtc, patient mentioned the metal piece came apart and was stuck in the recharger. Agent reviewed with the patient that their implant would go into a discharged state and that they would need to follow up with their manufacturer representative (rep) to jumpstart to their implant and charge it afterwards. The issue was not resolved. A replacement desktop charger was sent out. No symptoms were reported.